Event description:
During a laparoscopic sigmoid procedure, the device cut, but staples failed to advance on left side of reload. The surgeon sutured the vessel closed. Another like device was used but, only partially fired. On next vessel. The case was completed by hand suturing vessels. There was no patient consequence.